Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that flexiva ID 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a p120 console with laser settings of 0.3 kj and 70 hz. According to the complainant, during procedure and outside the patient, after the physician stepped on the foot pedal of the laser console there was no energy coming out from the fiber. A popping sound was heard between the machine and where the fiber was plugged in. The laser fiber was broken and there was sound and smoke coming out from the end of the fiber. Additionally, laser energy came out from the broken part of the laser fiber. There was no injury to the staff or physician. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications as a result of this event. The patient's condition was reported to be fine. There was no serious injury nor adverse patients effects as a result of this event.

Event description:
It was reported to boston scientific corporation on december 7, 2018 that flexiva ID 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a p120 console with laser settings of 0.3 kj and 70 hz. According to the complainant, during procedure and outside the patient, after the physician stepped on the foot pedal of the laser console there was no energy coming out from the fiber. A popping sound was heard between the machine and where the fiber was plugged in. The laser fiber was broken and there was sound and smoke coming out from the end of the fiber. Additionally, laser energy came out from the broken part of the laser fiber. There was no injury to the staff or physician. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications as a result of this event. The patient's condition was reported to be fine. There was no serious injury nor adverse patients effects as a result of this event. Additional information received on 02jan2019 that the correct event date was (B)(6) 2018.

Manufacturer narrative:
E4: user facility/medwatch #: mw5082317. H6: problem codes 1069 and 2532 captures the reportable event of fiber broke and misfired. H10: additional information received via medwatch on january 02, 2019. Blocks b3 and b5 updated. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned".